Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 513 mg/dl. The customer treated with manual injection. Troubleshooting was performed. The customer verified no leaks or air bubbles. The customer stated that the cannula was bent when he removed the set. The product was not returned for analysis.